Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿before (B)(6) 2018¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a peritoneal inflammation. The cause of the peritonitis was reported to due to bacteria (no further detail). It was not reported if the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with an unspecified anti-inflammatory drug (dose, frequency, route and duration were not reported) and the patient was recovered from the event. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.